Manufacturer narrative:
(B)(4). Visual analysis of the photographs identified lot number 3015932, catalog number 290cc, brown particles material was found on the shell and the device was broken shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations. Wear abrasion observed on the device. Yellow particle in the shell. Observed 40 mm dark patch edge material inside gel device. Crease fold observed on the device. Non penetrating nick (stress marks) observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.